Manufacturer narrative:
The pump was returned to animas. Review of the pump history around the time of the alleged issue revealed that the amount of insulin remaining in the cartridge after the pt primed the pump was 159 units. The load step was subsequently activated two additional times without performing a rewind step about 15 mins after the pump was primed to 159 units remaining. The pump was primed 0.64 units after the second load step activation and the amount of insulin remaining was 29 units. The pump emitted a low cartridge warning at that time. Therefore, the pump dispensed approx 130 units on the load step around the time of the alleged issue. Eval revealed that the force sensor trace was cracked. The load step was activated several times during eval and the pump intermittently dispensed fluid from the cartridge during activations. When the pump was loaded and primed successfully, it was also exercised with no alarms occurring and delivered insulin accurately.

Event description:
The pt's father alleged that the pump dispensed insulin from the cartridge during the load step. When the mother and the pt called back later, they explained that the pt rewound, loaded and primed the pump and saw drops coming out of the end of the infusion set tubing. The pt said she only primed a small amount and said that there were about 198 units remaining in the cartridge after she primed the pump. She reportedly reattached the infusion set to her body after priming and about 15 to 30 minutes later, the pump emitted a low cartridge warning with 30 units of insulin remaining in the cartridge. She tested her blood glucose at this time and the result was reportedly 16 mmol/l. About 10 mins later, her blood glucose was about 7 mmol/l. She started eating and drinking orange juice and after 5 more minutes, her blood glucose was reportedly 5 mmol/l. At this time, her father took her to the ER of the hospital and upon arrival, the pt's blood glucose level was 2.8 mmol/l.